Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 failed to open and displayed the message "failed to stay closed". Customer tried to recover, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed to stay closed. A field service engineer replaced the inseparable latch on auxiliary station full height drawer 5 and performed open/close testing via the hardware test application, which passed; customer successfully recovered the failed storage, replaced the inseparable latch on main full height drawer 5 due to a missing magnet and confirmed successful hardware test application (hta) testing and storage recovery. Additionally, replaced the inseparable latches on main full height drawers 6 and 7, as well as auxiliary full height drawers 6 and 7. The system functioned as intended after the field service engineer repaired the device.